Event description:
Patient reported left side rupture confirmed via ultrasound, pain, shifted, very damaged, exchange from textured to smooth implants due to the patients concern with the products. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture and exchange from textured to smooth implants due to the patients concern with the products.

Event description:
Patient reported left side rupture confirmed via ultrasound, pain, shifted, very damaged, exchange from textured to smooth implants due to the patients concern with the products. The device has been explanted.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ malposition: unable to observe since it is not related to the device. ¿ pain: unable to observe since it is not related to the device. ¿ anxiety - product/ procedure: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported left side rupture confirmed via ultrasound, pain, shifted, very damaged, exchange from textured to smooth implants due to the patients concern with the products. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6.

Event description:
Patient reported left side rupture confirmed via ultrasound, pain, shifted, very damaged, exchange from textured to smooth implants due to the patients concern with the products. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: the device related to the reported events rupture, malposition, anxiety - product/ procedure and pain was received on nov 15 with lot number 1832895 . Based on the product analysis performed, the assessments of the complaint codes are: rupture: observed broken device assessed as fold flaw opening and missing assessed as inconclusive. Malposition: unable to observe this condition. Anxiety - product/ procedure: unable to observe as it is not related to the manufacturing process. Pain: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, crease, no penetrating nick and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported left side rupture confirmed via ultrasound, pain, shifted, very damaged, exchange from textured to smooth implants due to the patients concern with the products. Healthcare professional confirmed pain, rupture, shifted, very damaged, and exchange from textured to a smooth implant due to the patients concern with the product. Device was explanted.